Manufacturer narrative:
(B)(4). D10: cat# 139258, lot# 861730, m2a-magnum 42-50m tpr insrt +3. Cat# 11-103206 lot# 313410 taperloc por lat fmrl 12.5x145. G2: foreign ¿ event occurred in canada. H6: proposed component code: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately seven and a half years post-implantation, the patient underwent a left hip revision due to a pseudotumor with metal on metal construct. The stem was retained and other components revised. Attempts have been made and no further information has been provided.